Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed a system malfunction alarm, thus confirming the customer-reported issue. The driver passed all functional testing and was subjected to an additional 96-hour observation run in an attempt to observe a possible malfunction, change in performance, or occurrence of a system malfunction alarm. The driver performed as intended, no alarms sounded and there was no evidence of a device malfunction. Visual inspection of the external components revealed that the key was bent within the key switch. Additional manipulation of the key switch proved that a system malfunction alarm can be recorded if the key switch is improperly or incompletely turned. Due to the observed damage to and around the key switch, it is likely that the key switch was bumped causing the system malfunction alarm. Despite this alarm, the driver continued to provide its life sustaining function. The likely root cause of the customer-reported alarm was improper use, as the key was left in the key switch during patient support. The syncardia companion 2 driver system operator manual (c2-900002-fr) section 6.3 states: "when the driver is on, the key must be removed from the driver to prevent unintended interruptions to driver operation. Once removed, the key may be stored in a location determined by the clinical staff." Section 12.9 and section 15.2.5 of the operator manual also state: "remove the key from the key switch when the driver is in operation. The key cannot be removed when the driver is switched off" and "remove the key from the key switch when the driver is in operation. The key cannot be removed when the driver is switched off", respectively. Syncardia a corrective and preventive action (capas) to address issues involving broken keys and a second CAPA to address additional actions needed to prevent accidental driver shutdowns. Syncardia has completed its evaluation and is closing this file. Ce 4607 follow-up report 1.